Event description:
It was reported that during the implant of a right atrium leadless pacemaker (ralp) that after releasing the ralp and checking final measurement, the current of injury had changed, and the device was no longer capturing at max output. Under fluoroscopy it was revealed that the ralp had dislodged and was around the floor of the right atrium. The ralp was not used and the physician elected to complete the procedure with a new ralp. The patient was stable during the whole procedure.